Event description:
It was reported that the patient was in vf and received two high voltage shocks. The shocks did not convert the arrhythmia, but the patient spontaneously returned to sinus rhythm. X-ray revealed no anomalies on the lead and high voltage impedance was in normal range. The lead was explanted and replaced. A new dual coil lead was implanted and dft tests were successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.